Manufacturer narrative:
It was reported that the suture was placed interrupted and the patient tissue condition was good when the suture was placed. The physician opined that the suture slipped when tension was placed on it. It was reported that the patient has recovered from the second surgery and is doing well and the hernia repair is intact. Representative samples were returned for evaluation. Visual inspection was performed and no breakages, defects, anomalies or unraveling was found. Functional inspection for strength was performed and the samples met the specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/23/2015. (B)(4). If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2015 and suture was used to close the fascia and to secure the mesh. The patient experienced increasing drainage from the drain over the next two days. On (B)(6) 2015, the bloody drainage increased and the patient's hematocrit dropped. The patient was taken for emergency surgery. When the incision was re-opened and a large hematoma clot was evacuated it was discovered that the mesh had pulled away from the fascia and there was complete fascial dehiscence. All but a handful of the suture on the left side had unraveled despite having eight knots placed in them during the first surgery. Most of the suture on the right side of the fascia was intact. After removal of the mesh and the suture, the area was repaired using different mesh and suture. Additional information was requested.